Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive on (B)(6) 2024 and (B)(6) 2024 the set was in use for 2-3 days and fell off while in use. The patient replaced infusion set and resumed insulin successfully. No further information available.